Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found.

Event description:
It was reported that the physician implanted two epicardial leads and then attempted to connect the leads to the device but somehow over threaded the grommet screw in the header rendering the device unusable. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.